Event description:
It was reported that during a drug eluting stenting treatment procedure, the physician was unable to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). The physician first ablated the mid to distal rca with a 1.5mm rotalink plus and then completed a second ablation in the mid section with a 2.0mm rotalink plus. Next, the physician predilated the lesion with a 3.5x8mm quantum maverick balloon catheter and then attempted to deploy a 2.5x20mm taxus express2 stent but was unable to cross the lesion. The physician was able to successfully cross the lesion and deploy a 2.5x20mm non-bsc stent in the distal rca. Then the physician completed a second dilation of the lesion with a 4.0x15mm quantum maverick balloon and attempted to deploy a 3.5x24mm taxus express2 stent in the mid rca but was unable to cross the lesion. The physician successfully deployed a 3.5x20mm non-bsc stent and post dilated it with the 4.0x15mm quantum maverick balloon at 18 atms. There were no pt complications. Pt status is reported as "good." However, the returned product analysis revealed that there was stent and shaft damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination found that the distal edge of the stent was damaged and there were two breaks on the shaft of the device. The struts on rows 1 to 7 from the distal edge of the stent were misaligned. This type of damage is consistent with excessive force being applied to the delivery system. There was a break in the outer lumen 22.9mm proximal to the proximal marker band. Both the inner and outer lumen were broken. This type of break is consistent with a dissection of the shaft as there is no evidence of a tensile force being applied to the device. There was a break in the shaft polymer extrusion section 7mm distal to the distal marker band. The tip section was not returned. This type of break is consistent with a dissection of the shaft as there is no evidence of a tensile force being applied to the device. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.